Event description:
It was reported that on (B)(6) 2022, a 25 mm amplatzer pfo occluder was selected for implant. During the implant procedure, while the device was being deployed, the right atrial disc presented in a calyx shape. The device was removed from the patient without being detached from the delivery cable and a new 25 mm amplatzer pfo occluder was implanted to resolve the event. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is stable.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The reported event of deformity of device could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined.